Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had failed pim leak test twice after returned to the cathlab post patient care. There was no patient involvement and no injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g2, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: e3. Additional contact person name: (B)(6). A getinge field service engineer (fse) reported onsite on 4 september. Successfully completed a simulated treatment on unit upon initial testing with trainer and testing catheter. Replicated user complaint. Unit failed the pim leak test, as well as the membrane test of the all manifold test. Narrowed down issue to safety disk. Replaced safety disk, and successfully completed a pim leak test, as well as the all manifold test. Identified long listing of code 77, as well as gas logs alarms in the logs. Logs attached for reference. Unit fully functional otherwise. Pressure transducers, as well as vacuum and pressure regulators original from 2015. Compressor from june 2025. Replaced vacuum and pressure transducers and regulators respectively, as a precaution. Post replacing transducers and regulators, successfully completed a full functional check out without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received the following parts associated with this complaint: safety disk pressure transducers qty: 2 regulators qty: 2 parts were received with a reported failure of the pim leak test and code 77s in logs. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure can be replicated or confirmed for this complaint. Retaining the parts in the failure analysis and testing department per procedure.